Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system - controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device returned to MFR: yes. Device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a splice procedure was performed upstream of an initial splice repair due to the controller exhibiting electrical fault alarms. The controller was exchanged as part of the repair, after no additional electrical fault alarms were recreated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and two (2) segments of the driveline cable associated with the ventricular assist device (vad) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the vad manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Failure analysis of the initial spliced segment of the driveline cable revealed that the device passed functional testing in a controlled environment; the segment passed the continuity test and locking mechanism test. Visual inspection of this segment revealed damage to the insulation of the red and green wires, thus exposing the wires; these wires are associated with the rear stator. Damage to the strain relief was also observed. Additionally, visual inspection of this segment revealed yellowing of the outer sheath, which was received deta ched from the connector; this is an additional observation not related to the reported event. Failure analysis of the second spliced segment of the driveline cable, which was received with the splice tube attached, revealed that the device passed external visual I nspection. Functional testing of this driveline segment revealed that the green wire (associated with the rear stator) did not maintain continuity across the length of the received segment. Furthermore, an x-ray of the driveline segment revealed a recessed pin within the splice tube. Visual examination of the connectors of both driveline splice segments revealed no recessed pins and/or foreign material inside the connectors that may have compromised the mechanical/electrical performance of the returned devices. The reported electrical fault alarm event was confirmed via log file analysis which revealed an electrical fault alarm logged on (B)(6) 2019 at 18:07:11 due to an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front-stator only). This was followed by three (3) high watt alarms due to the increased power consumption associated with the pump running on a single stator. 87 additional high watt alarms were logged from (B)(6) 2019, likely due to the increased power consumption required to run on a single stator. An additional electrical fault alarm was logged on (B)(6) /2019 at 9:35:26 due to an overcurrent condition on the rear stator. A vad disconnect alarm was then logged at 12:40:47, indicating a physical disconnection of the driveline from the controller, likely during the initial splice repair procedure. Two (2) additional electrical fault alarms were subsequently logged at 12:44:29 and 12:49:56 due to an open phase on the front stator, resulting in the pump running on a single stator (rear-stator only), and a second vad disconnect alarm was logged at 12:57:33. Five (5) additional electrical faults were logged between 14:02:25 and 16:00:12 due to open phases on the rear stator and a vad disconnect alarm was logged at 17:11:14, likely due to a physical disconnection of the driveline from the controller during the second splice repair pro cedure. Two (2) electrical fault alarms were then logged at 17:16:02 and 17:16:12 due to an open phase on the front stator. A driveline splice repair and a driveline sheath repair were originally performed on 03/sep/2019 to address the damage at the strain relief and exposed wires. A second driveline splice repair was performed upstream of the initial splice after additional electrical fault alarms were triggered. Of note, it was reported that the patient likely stressed the driveline and repair area after the initial repair. Based on historical review of similar events, the most likely root cause of the yellowing of the driveline sheath may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the strain relief damage and wire damage may be attributed to the handling of the device. A possible root cause of the electrical fault alarms due to overcurrent condition can likely be attributed to the exposed wires within the strain relief of the driveline, which likely came in contact with each other during the use of the device. A possible root cause of the electrical fault alarms due to open phases may be attributed to multiple factors, including but not limited to the reported ¿stressing of the driveline and repair¿ by the patient, which may have led to the recessed pin within the splice tube, and/or a marginal driveline connection. Additional products: d1: heartware ventricular assist system - controller 2.0 h3: yes h6: method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.